Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 4.0. Date: (B)(6) 2012, inratio: 5.0, lab: 2.8. Date: (B)(6) 2012, inratio: 3.6. Pt's therapeutic range: 2.0 - 3.0. Pt noted bruising and bleeding.

Manufacturer narrative:
Investigation: pt is taking anti-inflammatory drugs and has thyroid condition. Pt medication and health condition may interfere with coagulation test. These may contribute to unexpected inr result or testing errors. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio results: 4.0, 5.0, 3.6, lab: 2.8, mean: 3.85, confidence limits: 2.2 - 5.3. Precision test was performed on inratio data (mean = 4.20, sd = 0.72, %cv = 17.17). Since %cv is below 20%, precision test met criteria. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported to have met the criteria for accuracy. Performed reference test and reported lot 274161. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 274161. Test results as follows: donor: (B)(6), inratio results: 2.4, 2.4, 2.4, reference: 2.10, bias threshold: 1.10 - 3.10, %cv: 0. Donor: (B)(6), inratio results: 3.3, 3.5, 3.4, reference: 2.89, bias threshold: 1.89 - 3.89, %cv: 2.94. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further testing is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Root cause could not be determined. It cannot be ruled out as a cause pt's medication for unexpected inr results. No product was expected to be returned. Review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. As reviewed on (B)(6) 2012, sixty two (62) discrepant result complaints were reported for lot number 274161 yielding a complaint rate of (B)(4). Action threshold ((B)(4)) has been reached. Strip lot in complaint has strip code (B)(4) which brick lot number 257218 was assigned and packaged into strip lot numbers 274161, 274164, 274165, 274167, 274166, and 274162. One hundred and ninety six (196) total discrepant complaints have been reported for lot numbers 274161, 274163, 274164, 274165, 274167, 274166, and 274162 yielding a complaint rate of 0.036%. Due to this low occurrence rate, below the action thresholds monitored by quality assurance for corrective action (>0.07%), no further action is required at this time. No corrective action required at this time as no product deficiency was established.